Manufacturer narrative:
Investigation is underway.

Event description:
As reported from an edwards lifsciences field clinical specialist, regarding a 26mm sapien ultra valve in the aortic position. Upon doing valve alignment in the descending aorta, physician noticed a bent strut in the valve frame. Iliofemoral artery was calcified and extremely tortuous. Decision was made by the team to continue with the procedure and deploy the valve. Valve was implanted safely.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The valve remains implanted in the patient. Imagery was provided for review. The provided imagery was reviewed, and the following was noted: one bent strut at inflow side of thv observed during valve alignment. One bent strut at inflow side observed at the annulus prior to valve deployment. One strut remained bent at the inflow side post valve deployment. The reported event was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. In this case, the patient had an extremely tortuous iliofemoral artery, as reported. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Additionally, excessive manipulation may have contributed to the event. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.